Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: p1501dr implantable pulse generator, (B)(6) 2008. (B)(4).

Event description:
It was reported that the atrial lead had high threshold measurements. The atrial lead remains in use. No patient complications have been reported as a result of this event.